Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain "), uterine leiomyoma ("fibroids"), dysmenorrhoea ("painful menstrual cycles ") and dyspareunia ("painful sexual intercourse "). The patient was treated with surgery (trans-abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, uterine leiomyoma, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and uterine leiomyoma to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and dyspareunia ("painful sexual intercourse/ dyspareunia (painful sexual intercourse)") in a 45-year-old female patient who had essure (batch no. 625642) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included multi gravida, parity 2 ((B)(6) 1984; (B)(6) 1992) and miscarriage in 1991. Patient was a non-smoker. Previously administered products included for birth control: oral contraceptives in 2007. Concurrent conditions included obesity (bmi 51.269), hypertension since 2011, diabetes since 2012, multiple allergies since 1998, genital tract inflammation, non-smoker, hot flashes, vulvitis and uterine leiomyoma. Concomitant products included metoprolol since 2011, nebivolol hydrochloride (bystolic) since 2011 and valsartan since 2011 for hypertension and hydroxyzine since 1998 for multiple allergies. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia"). In 2010, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("chronic abdominal pain/ abdominal pain(almost daily /severe)"), uterine leiomyoma ("fibroids"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), back pain ("back pain (almost daily /severe)") and abdominal pain upper ("stomach pain(almost daily /severe)"). The patient was treated with surgery (trans-abdominal hysterectomy and bilateral salpingo-oophorectomy) and surgery (hysterectomy with bilateral salpoingo-oophorectomy). Essure was removed on (B)(6) 2011. In 2012, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, back pain and abdominal pain upper had resolved. At the time of the report, the uterine leiomyoma, vaginal haemorrhage, menorrhagia and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Pain (all) was stopped 6 months after removal. She was not advised of any complications or problems that occurred at the time of essure placement procedure. The patient tolerated the insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.3 kg/sqm. After essure insertio on (B)(6) 2007, patient had 9 coils remained outside of the fallopian tubes on right and on the left, 4 coils remained on the outside. On (B)(6) 2011, surgical pathology report - results were not provided. Current weight as of (B)(6) 2018: 330lbs. Approximate weight at the time of essure placement: 347lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, uterine leiomyoma, dysmenorrhea, dyspareunia, vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-may-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and dyspareunia ("painful sexual intercourse/ dyspareunia (painful sexual intercourse)") in a (B)(6) year-old female patient who had essure (batch no. 625642) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included multi gravida, parity 2 ((B)(6) 1984; (B)(6) 1992) and miscarriage in 1991. Patient was a non-smoker. Previously administered products included for birth control: oral contraceptives in 2007. Concurrent conditions included obesity (bmi 51.269), hypertension since 2011, diabetes since 2012, multiple allergies since 1998, unspecified inflammatory disease of uterus, non-smoker, hot flashes, vulvitis and uterine leiomyoma. Concomitant products included metoprolol since 2011, nebivolol hydrochloride (bystolic) since 2011 and valsartan since 2011 for hypertension and hydroxyzine since 1998 for multiple allergies. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia (seriousness criteria medically significant and intervention required). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia"). In 2010, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("chronic abdominal pain/ abdominal pain(almost daily /severe)"), uterine leiomyoma ("fibroids"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), back pain ("back pain (almost daily /severe)") and abdominal pain upper ("stomach pain(almost daily /severe)"). The patient was treated with surgery (trans-abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2011. In 2012, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, back pain and abdominal pain upper had resolved. At the time of the report, the uterine leiomyoma, vaginal haemorrhage, menorrhagia and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Pain (all) was stopped 6 months after removal. She was not advised of any complications or problems that occurred at the time of essure placement procedure. The patient tolerated the insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.3 kg/sqm. After essure insertio on (B)(6) 2007, patient had 9 coils remained outside of the fallopian tubes on right and on the left, 4 coils remained on the outside. On (B)(6) 2011, surgical pathology report - results were not provided. Current weight as of (B)(6) 2018: (B)(6). Approximate weight at the time of essure placement: (B)(6). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, uterine leiomyoma (uterine leiomyomata), dysmenorrhea, dyspareunia, vaginal haemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on 2-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number 625642 was added. Events pain, dyspareunia (painful sexual intercourse), abdominal pain(almost daily /severe), dysmenorrhea (cramping) were clubbed with previously reported events. Events vaginal haemorrhage, menorrhagia, nausea, back pain, abdominal pain upper and device monitoring procedure not performed were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.